Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, unit is not working in neonatal mode. The patient consequence/impact is unknown.

Manufacturer narrative:
Additional information was received that there was no patient involvement. In addition, other modes of ventilation are available to continue maintaining ventilation to the patient. The equipment was checked and found to function within manufacturing specifications. The reported event could not be duplicated. Thus, this case has been further assessed as not reportable.